Manufacturer narrative:
It was reported that during surgery the tip of a cs/csl/geradschaft-plus extract screw m6 broke off. The claimed article, which intent use is in treatment, was not sent back for investigation. Also, no batch number was communicated. No investigation can be performed in this case, futhermore the reported failure mode can not clearly be confirmed though the reported failure is not unknown for this device. Since we have not received the batch number, we cannot draw this conclusion for this case and the root cause remains undetermined. If further investigation will be received the complaint will be re-assigned. S+n will monitor this device for similar issues.

Event description:
It was reported that during a thr procedure and inside the patient the tip of the cs/csl/geradschaft-plus extract. Screw m6 broke while trying to extract a stem. No injuries or surgical delays reported. The procedure was finished with an s+n backup device.